Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the issue had been resolved by replacing the recharger antenna. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37791, product type recharger.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they had been falling a lot lately, which ¿seems to be the normal process with the freezing.¿ the falling reportedly initially started about two years ago. It was also reported that their ins was taking forever to charge. It was stated that the patient was taking up to 10 hours to charge and it keeps shutting off during the charging session. It was clarified that the ins recharger (insr) was shutting off due to losing coupling during recharging session. The patient reported they sometimes get poor coupling. It was also reported that there was heat where the antenna paddle is on their chest. A replacement ins recharger (insr) antenna was sent. No further complications were reported.